Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is at the trailing optic edge. The lens is advanced partially into the nozzle entry area. The trailing haptic is folded in on the optic. The leading haptic is folded back toward the optic. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the reported events could not be determined. The lens was still in the device just inside the nozzle entry area. There is no indication the device was a contributory factor as the lens has not been advanced to a point where there would be patient contact. The device was not indicated as the cause of the event on the returned questionnaire. Attempts for further clarification have not been successful. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information reports the patient experienced an anterior vitrectomy.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) using a preloaded delivery system, the 'lens had broken capsule'. Additional information was requested and unable to be obtained.